Manufacturer narrative:
Discordant antibody screening results for one patient having an anti-e(rh3) antibody. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. Complaint: (B)(4).

Event description:
A customer complained after obtaining what was described as discordant antibody screening results for a patient sample using the ortho biovue system in conjunction with an ortho vision biovue analyzer. Date of event: (B)(6) 2017. Complainant: (B)(6). Complaint reporter: (B)(4). Reported on (B)(6) 2017 by (B)(6) to (B)(6) who reported it to ortho care helpdesk on the same day. Reagents: 0.8% surgiscreen lot 8ss7044 expiry date 05 september 2017. Ortho biovue system poly cassette lot ahc041f expiry date 05 february 2018. 0.8% resolve panel c lot 8rc526 expiry date 05 september 2017. Ortho biovue system neutral cassette lot nec258a expiry date 18 september 2017. 0.8% surgiscreen lot 8ss9046 expiry date 03 october 201.7 software version: 4.8.0. Patient information: patient¿s sample was tested in a different laboratory and gave a 2+ positive reaction with e(rh3) antigen cell(s) using an alternative commercially available method (griffols). The customer reported that on (B)(6) 2017, they had tested a patient plasma sample for antibody screening in iat using 0.8% surgiscreen lot 8ss7044 and ortho biovue system poly cassette lot ahc041f in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with the 3 cells of the red cell reagent. The customer reported that on the same day, they had tested the same sample for antibody screening in iat using the same reagents and analyzer with a user defined protocol (with a 30 minutes incubation time) and that they had obtained the same negative reactions. No further detail was provided. The customer reported that on the same day, they had tested the same sample for antibody identification in iat and enzyme techniques using 0.8% resolve panel c lot 8rc526, the same lot of ortho biovue poly cassette and ortho biovue neutral cassette lot nec358a in conjunction with their ortho autovue innova analyzers j75669 and j76034 and that they had obtained: - a weak reaction (0.5+ reaction strength) with cell 3 and negative reactions with the other 10 cells of the red cell reagent in the iat technique (analyzer j75669). - positive reactions (3-4+ reaction strength) with cells 3 and 6 and negative reactions with the other 9 cells of the red cell reagent in the enzyme technique (analyzer j76034). The customer reported they could identify an anti-e(rh3) antibody. An ortho field engineer went on site on 01 september 2017 and repeated the same test using the same reagents with a longer incubation time and had obtained the same negative reactions. No further detail was provided. The ortho field engineer reported that he had tested the same sample for antibody screening in iat using the same reagents and their ortho autovue innova analyser j75669 and that he had obtained a weak reaction (0.5+ reaction strength) with cell 2 and negative reactions with cells 1 and 3 of the red cell reagent. The ortho field engineer repeated the same test using a serum sample from this patient, the same kit of 0.8% surgiscreen lot 8ss7044, and the same lot of ortho biovue poly cassette and the ortho vision biovue analyzer with a standard 15 minutes incubation time and he had obtained a weak reaction (0.5+ reaction strength) with cell 2 and negative reactions with cells 1 and 3 of the red cell reagent. The ortho field engineer repeated the same test using the serum sample from this patient a new batch (lot 8ss9046) of 0.8% surgiscreen and the same lot of ortho biovue poly cassette and the same analyzer with a standard 15 minutes incubation time and he had obtained a weak reaction (0.5+ reaction strength) with cell 2 and negative reactions with cells 1 and 3 of the red cell reagent in the iat technique. The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.